Event description:
Upon filling eclipse homepump 250 ml volume, 250 ml/hr, model # e252500, lot 0202379083 with 0.9 percent sodium chloride, an irregular-shaped particle or stain was noticed within the reservoir near the base of the pump.